Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this a message indicative of battery voltage too low for the projected remaining capacity was noted on this implantable cardioverter defibrillator (ICD). Data analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. At this time, the device replacement has been scheduled for the near future. No adverse patient effects were reported. This device is included in the subset of devices described in the low voltage capacitor product advisory that was communicated on (B)(4) 2013. This device experienced behavior consistent with that advisory communication; however, detailed laboratory analysis is required to determine if the device did, in fact, experience that low voltage capacitor issue.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted that the df+ sealplug had a surface cut, but the sealplug seal was not compromised. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. The field observation was confirmed.

Event description:
Additional information was received that this device was successfully changed-out. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.